Event description:
Boston scientific crm received information that the patient with this pacing system experienced syncope. A system check revealed the pacemaker and right ventricular (rv) lead exhibited oversensing of noise which resulted in sustained pacing inhibition. In a revision procedure the device was explanted and the rv lead was surgically abandoned. Both products were successfully replaced by new products.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device exhibited normal telemetry, pacing, and sensing function under a 500 ohm load. Further testing found no noticeable baseline noise or oversensing on either channel. Analysis concluded the device performed normally, operating as designed.